Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician implanted two smart coils into the target location. While attempting to use the next smart coil, the physician was unable to advance the smart coil past its initial position within its introducer sheath. Therefore, the smart coil was removed. The procedure was completed using three additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 46.5 and 137.0 cm from the proximal end. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with its pusher assembly and undamaged. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted through the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. Forceful advancement against this resistance likely contributed to the kink observed near the pusher assembly mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Further evaluation revealed a proximal pusher assembly kink. This damage was likely incidental to the reported complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.